Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Patient stated that the pod was pealing and the cannula became dislodged. The skin was irritated at the site. The cannula was also bent. Patent was also diagnosed with covid -19l. Patient was treated with intravenous therapy with insulin drip and nausea medication.

Manufacturer narrative:
The pod was received with the cannula fully deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and the fluid path components that would contribute to the skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined.